Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, there was an unspecified impedance anomaly noted on the right ventricular (rv) lead due to an alleged lead fracture. There was no lead damage confirmed with any imaging. No intervention was performed to resolve the event and the patient was stable. Further information was requested, but none was received.

Event description:
New information received that there was increased high voltage impedance noted on the right ventricular. No intervention was performed to resolve the event and the patient was stable and will continue to be monitored.